Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a (B)(6), female patient who was receiving an unknown medication via an implantable pump for non-malignant pain and failed back surgery syndrome. Due to an insurance switch in 2014, the patient was forced to leave the physician that was servicing her pump. The patient then had a "non-functioning pump" since (B)(6) 2015. The pump beeped every hour on the hour and had been empty since (B)(6) 2015. The patient was not able to find anyone near where she lived that handles the removal/care of the pump. The patient wanted information on where to go near her home to either have the pump removed or have it "put into working order again." Additional information has been requested regarding if the patient found a physician, symptoms, steps taken to resolve the event and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported the patient had not found a new managing physician. The patient had pain around the pump, the pump protruded and showed through his clothes and alarmed every hour. No steps had been taken to resolve the empty, non-functioning pump and the event was not resolved. It was reported there were no doctors in the patient's area that would accept her as a patient and the patient could not go to her previous physician due to insurance issues.